Manufacturer narrative:
Device was discarded and not returned for investigation. Root cause could not be established with the information provided. A supplemental MDR will be submitted if additional information is received.

Event description:
It was initially reported that during the procedure, the guidewire experienced a kink, leading to a subsequent kink in the sheath. Per the physician, this series of events resulted in a perforation occurring in the right common femoral vein, which in turn caused bleeding from the patient's right groin. Per follow-up, it was noted that there were no complications regarding access, which was guided by ultrasound. During the procedure, the patient reportedly coughed leading to the discovery of a hematoma in the right groin. Following the procedure, technicians applied manual pressure for a duration of 30 minutes in an attempt to manage the bleeding. A vascular surgeon was called to assist who addressed the active bleeding by utilizing sutures. Multiple access points were created in the right femoral vein to effectively halt the bleeding. After the procedure, the patient was put on bed rest for four hours and kept overnight in the hospital to be monitored. A follow-up ultrasound examination conducted on the subsequent day revealed the absence of a hematoma or pseudoaneurysm, though some bruising was observed. The patient was subsequently discharged from the clinic.